Manufacturer narrative:
Please note that section is being corrected on this follow-up #1 MFR report number 3005168196-2017-01558 to include the following information. The px slim delivery microcatheter (px slim) was kinked approximately 33.0 cm from the proximal hub. Further evaluation revealed a kink on the px slim. This damage was likely incidental and occurred after the case as additional coils were delivered through it after the pod4 in question. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
Results: the pod4 was folded and wrapped up in itself. The pod4 embolization coil was detached and intact. The pet lock was broken on the proximal end of the pod4 pusher assembly. Conclusion: evaluation of the returned pod4 revealed excessive kink damage along its length, the pet lock was broken, and embolization coil was detached. The pod4 admittedly became kinked advancing it against resistance. The root cause of this resistance could not be determined. It is likely the excessive damage and detachment of the coil were incidental and occurred during packaging as they were not mentioned in the complaint. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod4s. During the procedure, the physician accessed the left internal iliac artery through the contra-lateral right femoral artery approach. It was noted that the patient had an excessively angulated right external iliac artery. While attempting to advance a pod4 through a px slim delivery microcatheter (px slim), the physician determined that the coil was the incorrect size and therefore, the coil was removed. While attempting to re-advance the pod4 through the px slim, the physician experienced resistance and the coil would not advance. While repeatedly attempting to push the pod4 forcefully into the px slim, the pod4 pusher assembly became kinked; therefore, it was removed. The procedure was completed using a new pod4 and the same px slim. There was no report of an adverse effect to the patient.